Event description:
A pt service rep contacted zoll customer support while assisting a (B)(6) old female pt to report that one of the pt's battery packs was showing a fault on the monitor. The pt later contacted support to report that her second battery was also showing a fault on the monitor. The pt was issued two replacement battery packs.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. Upon investigation, contamination was found inside the battery pack and on the battery pack connector. The cause of the battery fault is contamination inside the battery pack and on the connector. The cause of the contamination is liquid ingress. The root source of the liquid ingress cannot be positively identified. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. As received, the bottom plate of the battery pack was disconnected from the case, causing communication faults to occur between the battery pack and the monitor. The cause for the disconnected plate cannot be positively identified but is likely aging of the adhesive. No adverse event resulted from the defective battery packs. The pt received two replacement battery pack. Device MFR date: (B)(4): 05/2010.